Event description:
Pt reported obtaining back-to-back blood glucose results of 275 mg/dl and 124 mg/dl, while using the suspect device. No pt injury was reported. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.